Event description:
Event description cpi received information that this bipolar lead was removed from service due to dislodgement. An invasive procedure was performed to replace this lead because it had dislodged from the atrium. The physician elected to implant a new lead of the same model. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.